Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) experienced occlusion, leakage and foreign matter in fluid pathway. The following information was provided by the initial reporter: got an email from the doctor who said that the devices would not allow fluid to flow through despite being open. Water came out of the device. Unsure whether the device was being used for educational purposes. Not sure whether the water that came out was foreign matter or if it was part of the procedure.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) experienced occlusion, leakage and foreign matter in fluid pathway. The following information was provided by the initial reporter: got an email from the doctor who said that the devices would not allow fluid to flow through despite being open. Water came out of the device. Unsure whether the device was being used for educational purposes. Not sure whether the water that came out was foreign matter or if it was part of the procedure.

Manufacturer narrative:
H.6. Investigation summary: two samples model mfs141 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe filled with water and attempted to flush while in the open position. The sets were successfully flushed with no leakage observed. The customer complaint that the devices would not allow fluid to flow through despite being open. Water came out of the device. Possible foreign matter leaking out could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mfs141 lot number 22039151 was performed. The search showed that a total of 14403 units in 1 lot number was built on 03mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. S. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.